Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that over the last week, the stimulation resets itself to zero volts for no reason and then reset itself to the appropriate voltage. It is doing this whenever it wants and in all positions. There were no environmental or external factors noted which may have contributed to this issue. No troubleshooting was performed at the time of the report since the patient was out of state and needs to establish care with a pain physician. The issue has not been resolved at this time. There were no further complications reported.